Event description:
An initial event notification was received by united therapeutics drug safety on 29-apr-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 30-apr-2026. It was reported that the patient received an occlusion alarm while using one of their remunitypro pumps. The patient's caregiver subsequently brought the patient to the emergency room. Upon reviewing the remunitypro remote history, it was noted that the patient had been without remodulin for approximately 5 hours. Additionally, the remote displayed a "not ready" status. The patient's caregiver confirmed that the patient had a functional backup system that they could use to continue their infusion. It was further reported that the patient did not experience any negative symptoms during the interruption in therapy nor after resuming therapy.

Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmact are ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. The current version of the remunitypro user guide provides information about system alarms, including the occlusion alarm, and the recommended actions associated with them. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further evaluation.